Event description:
There was no patient impact associated with this complaint. During evaluation the force sensor was found to be out of calibration.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration and the force sensor plate was contaminated. Loss of prime warnings were confirmed in the history but could not be duplicated.